Event description:
An occlusion alarm was reported resulting in a blood glucose (bg) level of "high." This resulted in symptoms like nausea, thirst, frequent urination, abdominal pain, weakness, and ketones in urine. The high blood glucose was corrected with an injection using a multiple daily injection (mdi) method, resolving the issue without third-party assistance. The customer executed a series of troubleshooting steps as instructed, which involved managing tubing and cartridge issues. Eventually, problem was traced back to the cartridge, and replacing it resolved the lack of insulin delivery, allowing normal function to resume.